Manufacturer narrative:
Product ID: 3887-33, lot# j0437334v, product type: lead; product ID: 3887-33, lot# j0437334v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the leads were fine. The original report of leads not functioning was due to the patient's position changes. The devices were discarded by the customer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0437334v, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: 02-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ non-malignant pain. It was reported the patient's previous system was removed because leads were not functioning. Rep clarified that the reason they replaced the system was due to the patient not liking changes in strength with body positioning. No further complications were reported/anticipated.